Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a doctor reporting that the patient is scheduled to have fusion surgery in the area of t10 to s1 and that they are removing one of the scs systems because it will be in the way of the surgery, but also because the patient has had a lack of therapy from the system. The system being removed is in the thoracic-lumbar area and was implanted to treat back pain. The patient's second system stimulates the cervical area and is being kept because it does provide benefit to the patient. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.